Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had several motor error alarms on the insulin pump. Customer stated that there was no MRI scan and that some of the alarms were right after a bolus. Customer's blood glucose level was 7.6 mmol/l. Customer does not use sensors. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.